Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/26/2021. H6 component code: g07002 - no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did a piece of the broken needle fall into the patient? If so, was it retrieved and how? If the needle piece remains in the patient, where is it retained; in what structure? Is more than half of the needle retained in the patient? If retained, are there plans to remove the needle piece? Procedure name? Were there any patient consequences? All answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 06/24/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did a piece of the broken needle fall into the patient? If so, was it retrieved and how? If the needle piece remains in the patient, where is it retained; in what structure? Is more than half of the needle retained in the patient? If retained, are there plans to remove the needle piece? Procedure name? Were there any patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.